Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Medical device: model #: mc1vr01-delsys / expiration date: 14-may-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 20-nov-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) using a delivery system there was poor fixation near the septum and the device was deployed in the apex. Tissue impedance to the tip of the ipg was suspected and high impedance was measured. The device was recaptured and pericardial effusion was noted. A second deployment of the device was performed and no increase in pericardial effusion occurred. The patient was transferred to the intensive care unit (ICU) for monitoring and was released to the general ward one day post procedure. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.